Manufacturer narrative:
(B)(4). Concomitant medical products - rnglc+ ltd hole shell sz54/ pn 16-116054/ ln 776420, epoly 36mm rlc lnr mrom sz24/ pn ep-105994/ ln 444390, tprlc 133 mp type1 pps so 4.0/ pn 51-108040/ ln 3317341. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02989, 0001825034-2017-02990, 0001825034-2017-02991. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported patient underwent a left hip irrigation and debridement procedure approximately six weeks post-implantation due to what appeared to be a superficial wound infection. During the first procedure, it was noted that the wound did not appear to involve the subfasial at that point. Patient was treated with vancomycin IV antibiotics. Two days later patient went through a second irrigation and debridement procedure. During the procedure, there was minor gathering of some purulence into the inferior wound. Instraoperative test results found previous cultures were growing out (B)(6). Patient underwent a third irrigation and debridement procedure approximately five months later. There was no evidence of infection. No areas of pus were encountered. Patient was further treated with 6 weeks of antibiotics after culture results.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed through review of medical records; however, no failure was detected during investigation of event. There are warnings in the package insert regarding this type of event and associated risks are addressed in risk documentation. Review of sterilization process indicated device was sterilized in accordance with regulation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.